Event description:
It was reported that during procedure of a rotational atherectomy treatment procedure, a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 330 cm rotablator rotational atherectomy system guide wire and 1.50 mm rotablator rotalink plus burr was selected to treat the target lesion. During procedure, burr was removed and the rotawire was in the lad when a non bsc balloon was inflated. It was then noticed that the distal portion of the rotawire fractured and was disconnected from the rest of the rotawire. They were unable to retrieved the rotawire so they proceeded in stenting the fractured rotawire into the wall of the artery and leave it inside the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).